Event description:
The complainant reported the 60-year-old male patient was on impella cp support for right coronary artery (rca) occlusion. Patient's pressures began to drop. A pericardial effusion was found, 1000ml of blood volume removed during pericardiocentesis. The impella was turned off. The patient had a tamponade, visualized under echo. Physicians confirmed there was a possible perforation to the left ventricle or to the pda during intervention.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ the failure modes will be monitored and trended.

Manufacturer narrative:
Pump was not returned for investigation. Clinical information doesn't mention the reason for the perforation and no other supporting information is available to investigate the failure further. Therefore, the root cause of the ventricle perforation issue was not determined since product was not returned and insufficient clinical information provided.